Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit ø 1.8 mm, length 100/75 mm, 2-flute, for quick coupling broke during an unknown surgery on (B)(6) 2017. There was no patient harm. There was no surgical delay. The broken drill bit was easily retrieved. There were no fragments left in the patient. Another drill bit was available to complete the procedure. Concomitant device reported: drill (part # unknown, lot # unknown, quantity of 1). This report is for one (1) 1.8mm drill bit/qc/100mm. This is report 1 of 1 for complaint (B)(4).